Manufacturer narrative:
Date of the event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient controller was unable to establish communication with the implantable pulse generator. Patient lost therapy as a result. Patient did not have any surgeries, ablations or mris. Programming attempts were made however was unsuccessful. The cannot connect to generator message was observed. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The reported observation of ¿no ipg communication¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was not ascertained but is consistent with the device being exposed to therapies listed in the clinicians manual. Review of the ipg logs suggested the device was not functioning normally at the time of the observation. Per the clinicians manual: per clinicians manual arten600144297 rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.